Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported improper or incorrect procedure or method was associated with the user error of having the clip introducer stopcock in the open position post insertion into the left atrium. It should be noted that the mitraclip instructions for use (IFU) states "confirm that the stopcock on the clip introducer flush port is closed and that the clip introducer is de-aired." Since the stopcock was in the open position post insertion, this is considered a deviation from the IFU. Furthermore, it was determined that leaving the stopcock on the clip introducer in the open position contributed to the reported issue of air embolism (no treatment). The reported air embolism (no treatment) was due to the user error of having the clip introducer stopcock in the open position post insertion into the left atrium. The reported patient effect of embolism, as listed in the mitraclip system IFU, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is being filed due to an air embolism. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for degenerative mitral regurgitation (mr) grade 4, with a prolapsed posterior and anterior leaflet. The first xtw mitraclip was successfully implanted. Following, another xtw mitraclip (cds0701-xtw, 20428r223) advanced to the left atrium when an air bubble was noted. The source of the air bubble was unable to be identified. The physician removed the cds into the steerable guide catheter and both were removed from the anatomy. Upon further investigation, the cds stopcock on the clip introducer was in the open direction, which allows air in. A new sgc was prepped and placed, and another mitraclip implanted without an issue reported. An nt mitraclip advanced to the left ventricle. Once in the left ventricle, the clip became caught in the chordae. Severe manipulations and troubleshooting as performed, freeing the clip. The clip was retracted into the left atrium. There was no tissue injury associated. The same mitraclip was re-aligned and successfully implanted the mitraclip at the intended location. Another mitraclip was prepped for use. Reportedly, the technician had accidently opened the clip while in the locked position, breaking the locking mechanism. The device was discarded and not used. Another mitraclip was successfully implanted in replacement. The mr had been reduced to grade 2 and the physician was satisfied with the outcome. There was no adverse patient sequela and there was no clinically significant delay. No additional information was provided regarding this issue.